Event description:
It was reported that the patient presented in clinic for follow-up. The patient felt discomfort due to infection. The pacemaker (pm) was explanted. The patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation results and preliminary test were normal. The cause of infection could not be traced to the device.